Event description:
Reporter stated pt experienced elevated blood glucose, 383 mg/dl. Reporter treated with insulin injection to bring down blood glucose level. At this point, the reporter noticed fogginess inside cartridge chamber of device. Reporter removed the cartridge and adapter and disposed of them. When drying out the chamber, the reporter stated she smelled insulin. Reporter stated the insulin is not allowed to warm to room temperature and they found large air bubbles in the tubing and cartridge. Reporter stated the device did generate an a4 alert (cartridge/adapter) before the pt changed the cartridge. Pt's current condition is fine.